Event description:
It was reported that there was white, floating particulate in a small volume intermate device. The device was reportedly compounded with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014-december 17, 2014. One unit was received for evaluation. Visual inspection noted white floating particles in the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.